Event description:
There was no injury, but a delay occurred because the staff had to access the problem. A new handpiece was placed on the machine and everything then worked. The broken handpiece did not ignite, only the gas flowed.